Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed increased threshold measurements. Impedance measurements were within normal limits. There was concern that the lead may have dislodged. Outputs were reprogrammed resolving the issue. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.